Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 serial: (B)(6) batch: 140397/140464.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. It was also stated that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the ipg and leads were replaced. T here were no reported complications postoperatively and the explanted devices were discarded and will not be returned. No further information could be obtained despite good faith efforts.